Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: procedure name? Unknown, incision case in dermatology, skin local suturing. Was there any quality issue noticed with the suture used intra-op or post-op? No. Was there suture breakage noticed post-op? No. What tissue was the needle/ suture combination used on? Skin, by interrupted suturing (2-3 knots). Was the suture placed interrupted or continuous stitch? Unknown. How many knots were placed in the suture? Unknown, depends on the length of incision. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unknown. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Yes, post operation. Describe the manifestation of reaction (location, severity, appearance, systemic or local reaction). Local reaction of inflammation & redness. Was there any additional treatment required for the patient due to the patient consequences reported? Anti-inflammatory drugs. Was there any medical or surgical intervention performed to treat the patient condition post-op? Anti-inflammatory drugs. Does the patient have any pre-existing medical conditions? Unknown. Patient current condition? Well-controlled after applying anti-inflammatory drugs.

Event description:
It was reported that the patient underwent a dermatology procedure on an unknown date and suture was used. The suture was used on skin, by interrupted suturing. When the patient went back to the hospital for checking the wound, it appears swollen and the suture spitting. The patient developed a local allergic reaction of inflammation & redness. The patient was treated with anti-inflammatory medication. The patient current condition is well-controlled. Additional information has been requested.

Manufacturer narrative:
Pc-000055553 additional information. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot